Manufacturer narrative:
Date of event was reported as "about 2 weeks ago" (b)(64)( 2018). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a confirmed bladder infection. This occurred 2 weeks ago. They reported that they did not have a managing physician for the device/therapy so they went to the emergency room (ER). The patient was then diagnosed with the bladder infection and was put on pain medication along with the oral antibiotic nitrofurantoin for 10 days. It was thought by the patient they over the infection but wanted to follow up with a managing physician to confirm the infection was gone (patient was provided with a listing of physicians). The patient also reported that they had issues with the device during the infection as they no longer felt the stimulation but now felt it comfortably on program 3 which ¿worked pretty good for her¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a urinary tract infection and was treated for it and after that her program was changed. The patient confirmed that she had a urinary tract infections (uti) prior to and since implant. The patient noted that on (B)(6) 2016 her health care professional (hcp) put her on ciprofloxacin and on (B)(6) 2016 her hcp put her on sulfamethoxazole / trimethoprim. The patient stated that she did not know the cause of the uti and she didn't know if it was related to the device or therapy. The patient noted that she went to the emergency because she had severe pain on the left side of her back. The patient also confirmed that they did an x-ray and she had a bladder infection and a spot on the liver. There were no further symptoms or complications reported or anticipated.